Manufacturer narrative:
The associated complaint device was not returned. The medical investigation concluded that this complaint from south africa reports an employee¿s hand was trapped between a tka set and an autoclave. Her hand was reportedly broken ¿because of the heavy tka tray set¿. A user error cannot be ruled out. This not being a device failure and without x-rays and supporting clinical/medical information, a medical investigation cannot be performed. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, the complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that cssd lady lifts one of the large tka sets. The set, being heavy, slipped and trapped her hand between the set and the autoclave trolley. She had x-rays and was booked off for a fracture in her hand. Unit manager and cssd asked if we can address the problem with heavy sets.